Manufacturer narrative:
Follow-up #1 date of submission 09/28/2016-correction to serial #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, there was an intermittent power issue and moisture in and damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-jan-2019 with the following findings: during investigation, moisture damage was observed in the battery compartment. The battery compartment was cracked from the threads to the case seal along the grip pad causing a leak. The battery cap was also stripped and is unable to secure to power on the pump. A test battery cap was able secure enough and power up the pump. The pump was unable to power up due to moisture damage. The pump download was not available due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.